Event description:
It was reported that during a recanalization procedure for a contralateral sfa calcified lesion using a crossover approach, the slide collar was allegedly failed to lock when the catheter was connected to the transducer. It was further reported that the tip was found to have detached, when the product was removed from the body. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 14s crosser cto recanalization catheter was received for evaluation. Upon visual evaluation, no abnormalities were observed in the transducer handle, saline hub, or distal tip. Marker band was intact and undamaged. Material separation was noted at the distal end of the catheter, with jagged edges noted at the site of separation. The distal tip remained attached to the core wire. Additionally, bunching was detected at the proximal end of the catheter. Upon functional evaluation, the crosser was connected to the crosser generator and flowmate injector without issue, hard resistance was felt when trying to function the locking slide collar. No further functional testing performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported connection problem as the resistance was felt when trying to function the locking slide collar. And the investigation is confirmed for the reported material separation as separation was noted to the distal end of the catheter. Also, the investigation is confirmed for the identified material deformation as bunching was noted to the proximal end of the catheter. A definitive root cause for the reported separation and connection problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure for a contralateral sfa calcified lesion using a crossover approach, the slide collar was allegedly failed to lock when the catheter was connected to the transducer. It was further reported that the tip was connected with a core wire, when the product was removed from the body. There was no reported patient injury.